Manufacturer narrative:
(B)(4). We are currently endeavouring to obtain further information with regard to this complaint. We will provide a follow-up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via our distributor that "the lip" that holds the temperature probe in on an rt210 adult dual-heated breathing circuit "broke when removing the probe." This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint device is no longer expected to be returned for evaluation. Attempts to obtain further information and photographs were unsuccessful. A lot check could not be performed as no lot number was provided. Without a complaint device or more detailed information we are unable to determine what caused the problem observed by the customer. Before leaving production, all breathing circuits are tested for electrical resistance, leakage and connectivity. Those that fail are rejected.

Event description:
A hospital in (B)(6) reported via our distributor that "the lip" that holds the temperature probe in on an rt210 adult dual-heated breathing circuit "broke when removing the probe". This was found prior to patient use.